Manufacturer narrative:
Journal article: stent thrombosis with drug-eluting and bare-metal stents: evidence from a comprehensive network meta-analysis authors: tullio palmerini, giuseppe biondi-zoccai, diego della riva, christoph stettler, diego sangiorgi, fabrizio d¿ascenzo, takeshi kimura, carlo briguori,manel sabatè, hyo-soo kim, antoinette de waha journal: the lancet year: 2012 reference: doi:10.1016/s0140-6736(12)60324-9. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - stent thrombosis with drug-eluting and bare-metal stents: evidence from a comprehensive network meta-analysis - was submitted for review. The study was a meta-analysis, of randomised controlled trials, comparing the risk of definite, and probable stent thrombosis between different drug-eluting stents, and between drug-eluting and bare-metal stents. The primary endpoint was the 1-year rate of definite stent thrombosis. Secondary pre-specified endpoints included 1-year rates of definite or probable stent thrombosis, as well as rates of early (=30 days), late (31 days to 1 year), very late (1¿2 years), and 2-year definite and definite or probable stent thrombosis. A total of 50,844 patients over 49 trials were randomly assigned to treatment groups and analysed. Patients assigned to the drug-eluting stent group received either a medtronic resolute zotarolimus-eluting stents (re-zes - resolute integrity, endeavor resolute, resolute onyx), phosphorylcholine-based zotarolimus eluting stents (pc-zes - endeavor rx, endeavor sprint) or another non-medtronic drug-eluting stent. Clinical outcomes reported included definite and probable stent thrombosis.